Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement, high thresholds, non-capture and migration. It was further reported that the implantable pulse generator (ipg) exhibited a set screw problem. The rv lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.